Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the front therapy electrode. The area was described as a slight irritation due to the hot climate. The patient's doctor recommended that the patient keep the area dry and remove the device until the irritation improved. The patient indicated that the irritation had greatly improved and that she had resumed use of the lifevest.